Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges every day for the past two months he has woken up feeling lightheaded and dizzy. Patient also stated he has been woke up from sleeping with a burst of pressure that makes the mask move or vibrate. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. H6 section were updated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges everyday for the past two months he has woke up feeling light headed and dizzy. Patient also stated he has been woke up from sleeping with a burst of pressure that makes the mask move or vibrate. The mask type is a airtouch f20 memory cushion mask and it does not register that information on the app used to track his sleeping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.